Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regs0766 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (regs0766) have been reported from the same facility in china.

Event description:
It was reported that during catheter placement, burrs were found with the stylet in the power catheter and it was not smooth. Foreign matters were adhered to the surface.

Event description:
It was reported that during catheter placement, burrs were found with the stylet in the power catheter and it was not smooth. Foreign matters were adhered to the surface.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign materials on the stylet is confirmed. One video sample depicting a 4 fr sl powerpicc catheter during the insertion process was provided for evaluation. The microintroducer is inserted within the patient and the catheter appears to be within the microintroducer. The clinician is holding onto the t-lock stylet and white, opaque residues are noted on the stylet region proximal to the yellow septum. The material and the condition of the stylet within the catheter could not be closely inspected. Based on the information provided, possible contributing factors include retraction of the stylet against resistance, damage to the stylet coating due to grasping that stylet with an alligator clamp, and precipitant formation. Since residues were noted to be present on the stylet, the complaint is confirmed; however, the exact factors resulting in the event remain unknown at this time. H3 other text : evaluation findings are in section h.11.